Event description:
Reportedly, the closure of the cips was not correct and they crossed and closed incompletely. Resulted in the clip dislodged from the application site which lwad to unexpected tesring of the vessel. There were no additional injury or complications reported. Procedure type :transplant.